Event description:
Dca complicated by cutter malfunction and extensive dissection and rv intramyocardial hematoma and small effusion. Salvaged with stents twice. Rh cath pcw 13 against and significant tamponade.